Manufacturer narrative:
Per the sapien 3 instructions for use, potential risks include structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis). Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. There are varying degrees of calcification. Severe calcification can adversely impact the leaflet function and result in regurgitation. In this case, the patient developed early calcification of the implanted valve, which led to significant stenosis. Progression of the pre-existing disease process likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported through (B)(4) clinical trial, seven months post valve implantation, the patient had redeveloped severe aortic stenosis. The calculated aortic valve area using the continuity equation is 0.53 cm2. Follow-up echo showed severe mitral valve calcification, ef 50-55%, severe valvular aortic stenosis, valve area of 0.53 cm2 and moderate pulmonary htn. Approximately 5 months later, the patient was admitted with diagnosis of sepsis, secondary to uti, copd and "acute on chronic" respiratory failure, chronic renal failure. She was treated with antibiotics, diuretics and supplemental o2 via bi-pap. Approximately one week later, the patient's family voiced interest in hospice/palliative care. The following day, the md noted, "poor prognosis due to co-morbidities".she was transferred to hospice care where she later died.